Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that a pt ((B)(6)) had a dialysis catheter placed in (B)(6) 2011. It developed a hole at the adapter and was repaired with a titanium adapter in (B)(6) 2012. She received prophylactic antibiotic. The catheter developed another tear at the adapter in (B)(6) 2012. It was again repaired and she again received antibiotics.

Manufacturer narrative:
An investigation is currently under way. Up completion, the results will be forwarded.